Event description:
A 72 year old male was admitted because of a myocardial infarction. Following percutaneous coronary interventionand placement of an iabp, the patient suffered again worsening chest pain and st elevation and was brought back to the catheter laboratory. An impella cp was placed and the patient transferred to the the intensive care unit. Returning from the catheter lab, the patient's urine color was suggestive of hemolysis. Echocardiograhpy was performed to check impella position, but position was deemed good. Following two days of support, the patient could be successfully weaned and the impella cp was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Mechanical interaction with blood/hemolysis: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.